Event description:
It was reported that the trek ruptured with the first inflation at 18 atmospheres in the heavily calcified, mildly tortuous, proximal left anterior descending coronary artery. There was no resistance during advancement and the trek was easily removed from the anatomy. A xience stent was implanted without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4) - inflation above rated burst pressure (rbp). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the device instructions for use states: balloon pressure should not exceed the rbp. Based on the information reviewed, there is no indication of a product deficiency.